Event description:
It was reported that the patient presented remotely via merin.net with an alert initiated transmission. Review of the transmission revealed that the left ventricular lead exhibited high impedance and high capture thresholds measurements. The patient would be scheduled for an in-clinic visit. No additional information was reported.

Event description:
New information reported stated that the patient presented to the clinic later that day. The pacing configurations were changed and normal impedance and thresholds measurements were obtained. The patient was doing fine and would continue to be monitored.